Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on (B)(6) 2021 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: bd received one sample submitted for evaluation. Your reported issue was confirmed upon examination of the sample. During examination with a microscope excess silicone was found within the cannula. Excess silicone from our lubrication process can build up within the cannula, resulting in occlusion. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Root cause description: corrective actions have been initiated to investigate this type of incident and identity the root cause. This defect could had been produced during the lubrication process an excess of silicone can lead to an occlusion of the cannula when is assembled, during an investigation this excess of silicone was being produced during the forming of the catheter tip. Rationale: CAPA # (B)(4) with CAPA determination was created for flashback (poor ¿ no) defect.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in had foreign matter. The following information was provided by the initial reporter: after connecting the infusion apparatus, the catheter was blockage and no drip, required claim. From investigation: bd received one sample submitted for evaluation. Reported issue was confirmed upon examination of the sample. During examination with a microscope excess silicone was found within the cannula. Excess silicone from our lubrication process can build up within the cannula, resulting in occlusion.